Manufacturer narrative:
Review of instrument results: crrs3 results: batch 8915 and 8917 tested on (B)(4) 2011. Lot r147 exp. 05jun2011. Sci: neg, scii: neg, sciii: neg , pos control: 4+. Reviewed data. No errors noted during day of testing of original sample in question in the event log. Batch 8915, sci jk(a+b-) graded negative, however, visually appeared 1+, scii jk(a+b+) appeared negative and graded negative, positive control reacted as expected. Batch 8917 sci jk(a+b-) and scii jk(a+b+) graded negative appeared negative. Sciii and the positive well was invalid, checked color check images and noted that the plasma in the wells appeared to have a yellow tint in the color check wells. Positive control well in the color check image appeared to have a yellow tint in well. Customer stated the patient sample in question was no longer available for additional testing. Customer did not wish to pursue the investigation further. However, customer stated that the same sample was re-tested later with the same lot of crrs3 lot r147 and gave expected reactions. Could not rule out that the crrs3 strips used initially were compromised.

Event description:
Customer reported unexpected negative reactions on when testing a patient sample with capture-r ready screen 3 (crrs3) on the echo.